Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), haemorrhagic anaemia ("anemia") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), haemorrhagic anaemia (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), inflammation ("inflammation"), weight increased ("weight gain") and alopecia ("hair loss"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, haemorrhagic anaemia, abdominal pain lower, inflammation, weight increased and alopecia outcome was unknown. The reporter considered abdominal pain lower, alopecia, genital haemorrhage, haemorrhagic anaemia, inflammation, pelvic pain and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("heavy bleeding") and pregnancy with contraceptive device ("pregnancy (no complication)") in a 27-year-old female patient who had essure (batch no. 826216) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included degenerative joint disease and low back pain. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, 1 year 9 months after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), anaemia ("anemia"), abdominal pain lower ("cramping"), inflammation ("inflammation"), weight increased ("weight gain"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), fungal infection ("infection (bladder/ urinary tract/ vaginal) type: !least infections"), cervical dysplasia ("cervical dysplasia"), dysmenorrhoea ("dysmenorrhea (cramping);"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and excessive granulation tissue ("bleeding granulation tissue post hysterectomy"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pregnancy with contraceptive device, anaemia, abdominal pain lower, inflammation, weight increased, alopecia, vaginal haemorrhage, menorrhagia, fungal infection, cervical dysplasia, dysmenorrhoea, vaginal discharge, fatigue and excessive granulation tissue outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal pain lower, alopecia, anaemia, cervical dysplasia, dysmenorrhoea, excessive granulation tissue, fatigue, fungal infection, genital haemorrhage, inflammation, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: unilateral occlusion (left tube occluded). Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received, patient demographics added, lot no added, event added as:- pregnancy (no complications); abnormal bleeding (vaginal, menorrhagia); infection (bladder/urinary tract/ vaginal) type: yeast infections; anemia; cervical dysplasia; dysmenorrhea (cramping); tubal ligation; pain; vaginal discharge;.fatigue; hair loss: bleeding granulation tissue post hysterectomy. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 27-year-old female patient who had essure (batch no. 826216) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included degenerative joint disease and low back pain. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient was found to have a pregnancy with contraceptive device ("pregnancy (no complication)"), 1 year 9 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), anaemia ("anemia"), abdominal pain lower ("cramping"), inflammation ("inflammation"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urogenital infection fungal ("infection (bladder/ urinary tract/ vaginal) type: !least infections"), cervical dysplasia ("cervical dysplasia"), dysmenorrhoea ("dysmenorrhea (cramping);"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), excessive granulation tissue ("bleeding granulation tissue post hysterectomy") and malaise ("sick for 8 yrs") and was found to have weight increased ("weight gain"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, pregnancy with contraceptive device, anaemia, abdominal pain lower, inflammation, weight increased, alopecia, vaginal haemorrhage, menorrhagia, urogenital infection fungal, cervical dysplasia, dysmenorrhoea, vaginal discharge, fatigue, excessive granulation tissue and malaise outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was not reported. The reporter considered abdominal pain lower, alopecia, anaemia, cervical dysplasia, dysmenorrhoea, excessive granulation tissue, fatigue, genital haemorrhage, inflammation, malaise, menorrhagia, pelvic pain, pregnancy with contraceptive device, urogenital infection fungal, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2008: results: unilateral occlusion (left tube occluded). Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: new event sick was added: reporter information were updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.